Manufacturer narrative:
Unit received, with critical pump error (open book image). P-cap locked in place properly, during testing. Unit was successfully downloaded using (thump software). Proceeded with the following testing to assure proper functionality of the unit. Unable to perform self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and displacement test, due to critical pump error (open book). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call, that might of trigger the reason complain. During download review using pump detailed trace, it recorded pump error 63 ((B)(4)) alarm occurred three consecutive times confirmed on (B)(6) 2024 from 16:19:00 to 16:19:18. Per engineering troubleshooting guide, it was determined, that pump error 63 was triggered by hardware issue with the lcd. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. Per visual inspection, it was determine, that the ingress of water corroding electronic assemblies and motor assembly causing electrical short not allowing unit to turn on. The following were noted, during visual inspection: cracked keypad overlay, cracked case (battery tube) and scratched case. In conclusion, customer concern for critical pump error/open book image was confirmed, due to pump error 63. Pump error 63 was confirmed, due to hardware issue. Exposed to moisture was confirmed, on electronic assemblies. Unable to confirm, battery cap damage, due to not receiving battery cap, during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a critical pump error (open book image), battery cap cracked/damaged. Customer reported that the battery cap with the damaged pump was missing. The customer reported no adverse event. The event involved product(s) mmt-1884l. Customer reported a critical pump error/open book image error. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device will be returned.